Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirms one of the sizing guides broken off. The broken piece was not returned with the device. A crack may have initiated during use or due to the heating and cooling associated with autoclaving. Plastics are vulnerable to brittle fractures due to over loading in a bending manner. This device shows significant signs of wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that two (2) genesis ii oval patellar resurfacing 5 point sizing guides broke during wash. As this was noticed upon cleaning activities, there was not patient involvement.